Manufacturer narrative:
Product ID 8709s, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a flipped pump was currently suspected but was not yet confirmed. The patient stated that she would know when the pump was flipped and that she could tell the pump wasn¿t working as well because she had increased pain. The patient also described that when the pump was flipped she would have nausea and flu-like symptoms. It was indicated that the patient had experienced underdose symptoms. The patient stated that she had good days and bad days with her pain control. The patient stated that she may have a surgery to relocate the pump. The patient saw a plastic surgeon to discuss a possible abdominoplasty before having the pump relocated in her abdomen or consider having the pump placed in her buttock area. No surgery date had yet been scheduled. Patient status at the time of the report was alive with no injury. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.